Manufacturer narrative:
Tibial implant loosening was reported. Revision surgery occurred. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Tibial implant loosening was reported. Revision surgery occurred.